Manufacturer narrative:
(B)(4). One sample was received containing fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow was observed at the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, a tiny glass fragment was found under the checkband. No other cause of back-flow was found during the examination. Based on the findings, the back-flow condition was caused by a glass fragment introduced into the fluid pathway during filling without the use of a filter. A batch review has been performed and there were no non-conformances related to the reported condition.

Event description:
Baxter (B)(4) received a report that backflow was observed from the filling port during filling. It is unknown with what the device was filled. There was no patient injury or medical intervention. The actual sample is available. There was no patient involvement.